Event description:
The facility reported a pump with failure code 538:320:844:0000. It is unknown when this failure code occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 08 2007. Evaluation summary:the reported condition of failure code 538:320:844:0000 was confirmed. Inspection of the device found that this failure code was caused by a disconnected speaker harness wire. This part was reconnected. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.